Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported damaged keypad, which was observed during evaluation. Evaluation found that the #2 key is stuck. When attempting to navigate the care area or drug selection menus, an automatic output of the #2 key will follow the selected keys output (e.g. When the #1 key is pressed 12 will be displayed). This was found to be caused by a failed keypad. The front case, including the failed keypad, was replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump had a damaged keypad. It was also reported there was no patient involvement.